Event description:
"Situation/background: IV room technician was preparing a dose of medication by first drawing up 0.9% sodium chloride injection, usp with a bd 50 ml syringe. When trying to remove a bubble, she noticed a line on the tip of the syringe. She notified the pharmacist (author). The bd 50ml syringe luer-lok(tm) tip-embout bd luer-lok(tm) (B)(4); lot 4080202 exp: [redacted date]. Assessment/recommendation: upon closer examination, it was deemed not a marking, but a piece of hair. The syringe was sequestered with the fluid still in the syringe, the outer wrapper of the syringe was also saved. The mocs of ch pharmacy and ysc/src were notified. Syringes with the same lot number were removed from the IV room and ch pharmacy satellite and sequestered and labeled "do not use". Moc will submit to product inquiry team."